Event description:
It was reported that the healthcare professional (hcp) reported seeing connectivity test failure screen. The caller checked impedances and found a handful of contacts that were higher than normal but not true open circuits. The patient reported they were getting return of tremors of the right side along with noticing that their recharge interval had changed from needing to charge every 1-1.5 days (100%-75%) to every 2-3 days at the same battery level. Impedance values were 2000-2600 ohms for unipolar and some were 6000 ohms for bipolar. In may 2024 one contact was a bit higher and all the others were normal. Today there were multiple that were higher. C1 in may 2024 was 2275 ohms. October 2024 1929 ohms. It was reviewed to keep monitoring the impedances. The caller would be working with the patient tomorrow.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.